Event description:
It was reported by svc report that the fowler could not be lowered to the full flat position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.